Manufacturer narrative:
Integra has completed their internal investigation on 02/28/2017 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cusa excel console serial number (B)(4). Date of manufacture: 2010 ¿ feb. The cusa excel console is a pool unit which was converted from cusa excel serial number (B)(4) to (B)(4) rework 031. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. There is no service history for the cusa excel console for this complaint; no service history was uploaded by the service center for this complaint evaluation. During the time period jan 16 to feb 17¿, the global product usage for cusa excel console was calculated as 106,803 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.0009% (9 x 10-6) (remote) of procedures. This percentage is below the expected rate of occurrence scored in the cusa excel risk management review. Conclusion: the evaluation verified the complaint as valid; the cause was identified as a defective cooling sensor assembly which required to be replaced to remediate the complaint incident. No corrective action is required; based on the risk management review which scored a severity rating of negligible this in conjunction with the complaint trend review identifying the complaint is below the expected rate of occurrence. Future complaints will be continued to be monitored and trended, corrective actions as require will be implemented through the complaint process.

Event description:
This is the first of two reports (same user facility, concomitant products, same product problem, same patient). On (B)(6) 2017, a rental cusaexcel2p device was in use along with a rental cusaexcel 36khz handpiece on a female patient in surgery. During the test protocol both devices ran at 100%. After priming, the machine was switched from "standby" to "run" mode. After about a minute, the cooling reservoir alert sounded and appeared on the screen. All machine connections were checked, all handpiece connections checked and confirmed. The machine was shut down and restarted but produced the same results. The team then moved to disconnecting the handpiece plug to the machine and reconnecting it and letting the handpiece re-prime, then putting it back into "run" mode. It would work for about a minute, then alarmed again. The team did this process about 12-15 times to get the surgeon through the case. The surgeon was very upset at this point. Some tumor removed but probably not as much as if machine has operated normally.